Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient recently had a no external power alarm while on the mobile power unit (mpu). Tthe mpu was brought into clinic on (B)(6) 2025. It was further reported that the patient was having an issue with the black lead while connecting to the mobile power unit (mpu). The patient was sleeping on batteries. The patient was advised against sleeping on batteries. The mpu was coming back for evaluation and the issue was with the black lead on the mpu. The center verified it was not the system controller by connecting to a battery clip along with a different mpu without any issues.

Manufacturer narrative:
Section a: patient information corrected. Section d1: brand name corrected. Section d4: primary UDI corrected. Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section g4: PMA # corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms on the mobile power unit (mpu) could not be confirmed as no log files were submitted for review.; however, damage to the threads on the mpu patient cable connector was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering. Visual inspection of the returned mpu revealed that the threads on the patient cable connector were damaged. Damage to the threads resulted in an increased difficulty threading the system controller power cable connector nuts onto the patient cable connectors. The mpu was forwarded to product performance engineering for further analysis. The mpu was connected to a system controller and mock loop. Increased resistance while connecting the system controller to the mpu was confirmed. The power cable was manipulated, and no alarms were observed. The damaged patient cable then was replaced with a new patient cable, resolving the connection issue. The mobile power unit was operated for an extended period without issue. The root cause of the reported events could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.